Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be faulty main batteries. To correct this condition, the main batteries and battery harness were replaced. If any additional information is received, a follow-up MDR will be sent. (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 199:117:284:0000. This condition had the potential to interrupt delivery. There is no known patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.